Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture. At attempt to reposition the lead was unsuccessful due to failure of the helix to retract.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received